Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. The product was not returned for analysis. The cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a unqualified non-company brand lens and company iii handpiece. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The customer indicated the use of a unqualified non-company brand lens in the company iii (d) cartridge. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implantation of an intraocular lens (iol), the cartridge cracked. The customer has been advised the lens/cartridge/handpiece combination is not approved for the lens use, however, they continue to use it anyway. Additional information was requested.